Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). It was reported that the abutments did not have sufficient retention at sites 36 and 37. The procedure was completed using other abutments. Bone density was unknown. Zimvie received one (1) hla3/5, (abut hex-lock 3.5mm imp 5 .5 flare) for evaluation. Visual evaluation and a functional test was performed, there was signs of use was identified. The abutment and screw threaded into in-house implant as intended. Unable to confirm loosening with all the available information. DHR review was completed for the subject lot number 62996364. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62996364 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: loosening. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the abutment was not seated properly, improper screw placement. Therefore, based on the available information, a device malfunction did not occur. The screw threaded into in-house implant as intended. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
The doctor reports that the abutments do not have sufficient retention. The procedure was completed using another abutments. The patient did not suffer any negative impact on their health as a result of the event. The affected dental position are: #36 & #37. Bone type: unknown.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of event unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. D10: concomitant medical product and therapy dates: hla3/4 , abut hex-lock 3.5mm imp 4 .5 flare, lot number: 2017071052. E1: reporter phone: (B)(6). G4: premarket identification k013227. H4: device manufacturer date unknown / not provided.